Manufacturer narrative:
Insulin pump was received with compromised force sensor system error alarm during basic occlusion test due to protruded/loose drive support disk. Unit had cracked case at display window corner, minor scratched lcd window, and broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Insulin was squirting out during the manual prime process. When he attempted to fill the tubing the piston did not move. The drive support cap was sticking out. Customer's blood glucose level was 127 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.